Event description:
Customer reported that she received lost sensor alarms when her blood glucose went low, down to 30 mg/dl. At the time of reporting this, the customer's blood glucose was 92 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.